Manufacturer narrative:
The investigation of low pump flow and product damage (cannula kink) has been completed. Returned complaint cp pump visually inspected. Cannula kink observed. No biomaterial or broken blade seen. Cannula soaked in water to remove the dried dextrose for better inspection. Physician tried to manipulate pump position and ultimately pulled it out of the left ventricle (lv) so impella was pulled out of the body and after re-insert flow still was low and noted the cannula kink near motor housing. Low pump flow: the cause of the low pump flow issue was cannula kink due to improper technique. Product damage (cannula kink): the cause of the product damage (cannula kink) was cannula kink due to improper technique.

Event description:
The user facility reported a 82 year old female that was implanted with impella cp pump experienced suction events after it was powered on for patient support. Repositioning was attempted, but the issue persisted. The pump was removed and then re-inserted, but flow rates continued to remain low. The staff opted to proceed with the scheduled the cardiac procedure with the restricted flow rate. Following the procedure, the pump was quickly weaned and explanted. Upon inspection of the device, a kink on the cannula was discovered near the motor housing. The patient survived the procedure.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.